Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had their spinal cord stimulation system removed last week, on the 5th of september. Patient said they had a lot of issues in their back that were related to an unknown tumor, so healthcare provider thought they would probably get better results once the tumor and spinal cord stimulator was removed (they were both in the same spot). Patient mentioned they could never turn their stimulation on because whenever they would turn it on, they would be doubled over in pain, so they never had it working or going. Patient mentioned they were already getting feeling back in their feet and stuff that they didn't have before after the explant. Patient mentioned they still had "anesthesia fog" and couldn't think straight or remember anything right now.